Event description:
Patient reports their adempas dose got reduced from 2.5mg to 2mg three times daily due to unknown reasons. Pt reported recent hospitalization, dates of hospitalization are unknown, medical doctor (md) is aware. Due to stomach infection and hickman line infection. No further info, details or dates provided.